Event description:
The customer reported to customer service that the power cord for her breast pump sparked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer emailed that she did see sparking and the transformer got hot and the wires were exposed. When asked if there were signs of melting she replied that she could smell it. She did not witness any flames or fire and no injuries were sustained. A product evaluation that the housing was melted (no breach) and that the cord has exposed wires resulting in a short. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Evaluation summary: a visual examination of the power supply revealed the transformer housing was melted and that wires were exposed on the cord. The power supply was plugged in and the voltage across the dc plug was measured at 3.6 vdc, which is not normal and indicates that the power supply is producing the incorrect voltage. Resistance across the dc plug failed, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as opened, which is not normal and indicates that the thermal fuse did blow.